Manufacturer narrative:
Concomitant products: product ID 377875, lot # v007655, implanted: (B)(6) 2007, product type lead; product ID 377875, lot # v021281, implanted: (B)(6) 2007, product type lead. (B)(4).

Event description:
It was reported that the patient was getting stimulation at less than three volts but when the manufacturer¿s representative (rep) did impedance testing the day of the report every contact had high impedances of greater than 40,000 ohms with reference electrode at zero. The rep. Said there were no problems seen on x-ray. The reference electrodes were changed and group impedances were run. Group impedance was 403 ohms, 6.04 milliamps. The patient was programmed for 2.5 volts, +2-3-4+5 and +10-11-12+13. When reference electrodes were changed to 10 then contacts 8-15 were normal and contacts 0-7 were still high (greater than 40,000 ohms). It appeared the problem was with lead 0-7. The rep. Reprogrammed and turned off contacts 0-7. The rep. Mentioned that because patient was getting good stimulation with just 8-15 lead programmed they would wait until the patient needed an implantable neurostimulator (ins) replacement to correct the problem. The rep. Also mentioned the patient complained of other sensations that the doctor determined were not consistent with the lead location. The rep. Said the doctor did not think this was related to spinal cord stimulation (scs). These symptoms started about a month prior to the report.